Event description:
When the balloon was pulled out of the tray, the balloon was unwrapped. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 10/22/97.) (Pt's current status: unk - rpt'd 10/22/97.)